Event description:
This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device received for evaluation, date unknown. Reliability engineering evaluated the device and the reported problem was confirmed. This condition was likely due to normal wear over time.

Event description:
A report was received regarding a radiolucent drive used during a transfemoral nailing procedure. It was reported that the drive fell apart where the drill bit connects to the drive upon slight entry. It was reported that there was no delay in procedure. The procedure was completed without the use of the drive. No harm to the user or to the patient was reported.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.